Event description:
It was reported that during a pre discharge check the right atrial (ra) lead was capturing in the ventricle. A chest x-ray confirmed the lead had dislodged in the ventricle. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.